Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a patient notifier. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed and normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.